Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead issue was observed during operating procedure. Patient was asymptomatic. No lead specific issue was mentioned. Physician suspected helix was not sharp enough after multiple lead placement attempts. Lead was removed and a new lead was implanted. Procedure was completed with no complications.